Manufacturer narrative:
Coopersurgical, inc is currenlty investigating the reported conditon.

Event description:
Customer stated "sprayer nozzle broke." Repair tech stated "confirmed complaint: trigger broken off. Nozzle extension bent and was glued in an attempt to repair." Reference repair order #(B)(4). 1216677-2020-00238 mini ultrafreeze 900077 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: inspect returned samples. Distribution history: this complaint unit was manufactured at csi in 2005. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was returned to csi and serviced under log 87968 in 1/25/2018 for valve replacements. The replacements were needed due to wear and tear. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was damaged due to end user handling error. Corrective actions the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated "sprayer nozzle broke" 900077 mini ultrafreeze (B)(4).